Manufacturer narrative:
Analysis summary: upon reception, the orchestra plus link was tested and the reported behavior was not reproduced: normal communication was possible with a reference ICD and a reference orchestra plus. The reported fault could be the result of an incorrect communication type selected before initiating the communication. No anomaly is suspected on the rf head.

Event description:
Reportedly, the led remains red without detecting the antenna. In order to use it, it should be disconnected and reconnected.

Event description:
Reportedly, the led remains red without detecting the antenna. In order to use it, it should be disconnected and reconnected.